Event description:
It was reported that this right atrial (ra) lead exhibited high thresholds as the lead had dislodged. Subsequently, a revision procedure was performed. The ra lead was explanted and replaced. No additional adverse patient effects were reported.